Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that following a smooth cataract surgery with an intraocular lens (iol) implant, the patient developed corneal edema. The position of the iol was normal. The symptoms were relieved after symptomatic treatment with eye drops.